Event description:
The facility reports the shower chair has, after a "dry instruction" been taken in use for a two week demo period. A client has been showered on friday with no problems. On monday, a second client was showered. The washing and showering went well until the shower chair was being moved from the care position into the sitting position. During the action, the clients genitals were pinched between the seat. The carers alleviated the squeezing by pushing against the client's knee. The brought the client back onto his bed with a lifter and promptly called for a dr. The client sustained skin damage and bruising to his genitals.

Manufacturer narrative:
An arjo investigator examined the device and found it in good condition. The MFR concludes the event was the result of user error. The operating and product care instructions state, "always ensure the equipment is used by trained staff." It also states, "ensure that nobody is touching parts of the lift which are in relative moment to each other when the lift is activate." There is also a warning which states, "see to it that genitals of the resident don't get jammed between the chair and toilet bowl." All customers are going to be notified regarding the correct and safe use of the carendo through a special safety advisory notice, issue on september 24, 2007, and an updated user's manual.